Event description:
N/a.

Manufacturer narrative:
The suspected tube (cev647b5) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure was observed. The evaluation of the tube verified the complaint reported by the customer as valid. The device didn't pass the electrical test. There was a black impact on the coating. In addition, a medical assessment has been completed concerning this event and concluded the following: based on the complaint information received and reviewed to date, a causal relationship between the devices and improper handling at the site may not be ruled out. Manufacturer repair report indicated that the devices were initially sent by the customer to be checked (no reason provided), and the evaluation of the devices showed that they both passed the electrical tests with no defects found. The device were compliant upon return to the customer. It is possible that the device coating may have been damaged in transit back to the customer or damaged upon customer receipt. As per complaint, there was no patient contact or injury report. No adverse trends were identified. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that two electrical leaks (two holes visually seen) occurred on the tube (cev647b5). It was reported that there was an anomaly noted with the aspect of the sheath. The device was tested for electricity leakage and the test confirmed the leak. The device was not in contact with a patient. Therefore, no adverse event or increase in surgery time occurred.